Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v854284, implanted:(B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a return of urinary symptoms. The patient had an initial return of symptoms within the past year and a half. Then the patient had a return of symptoms and a loss of stimulation sensation after an appointment today. The patient's impedances looked normal, except 1 value was low at 569 ohms. The patient could feel stimulation on all 4 programs. The health care provider (hcp) may have the patient increase stimulation, try other programs, and may attempt reprogramming. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.